Event description:
It was reported that the ventilator failed o2 cell test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The o2 gas module was replaced and returned for investigation. The received logs confirmed the reported o2 sensor test and flow test failure during pre-use check at date of the vent. The reported failure was reproduced during simulated use test of the returned o2 gas module. The failure was caused by a defective printed circuit board inside the gas module. The failure of the printed circuit board inside the gas module leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective printed circuit board could not be determined.